Event description:
The account alleges that the head section starts to lower, then stops, and then drops very quickly to flat position, resulting in unintentional movement of the head section.

Manufacturer narrative:
The technician discovered that the communication cable was wrapped around the CPR release. The technician re-routed the communication cable properly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.